Event description:
Patient representative reported left side ¿bottom out,¿ ¿tissue damage¿ ¿unchecked t-call proliferation, malignant t-cell mutation,¿ ¿a collection of fluid built up under the skin,¿ ¿chronic physiologic inflammation,¿ and ¿an increased risk of being diagnosed with bia-alcl.¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.